Manufacturer narrative:
The bd panel phoenix yeast ID is intended for the in vitro rapid identification of yeast and yeast-like organisms for use with the bd phoenix automated microbiology system instrument. Bd quality has confirmed this complaint for misidentification. Customer-returned isolate was tested with maldi-tof, and was identified as candida glabrata, in agreement with the customer¿s pcr test. The returned isolate was also tested on phoenix with retention and returned panels of the phoenix yeast ID panel complaint lot and a control lot. Panel testing identified the sample as candida apicola in all testing. Phoenix test reports showed variable substrate reactions atypically favored the identification of candida apicola, cryptococcus neoformans, and candida krusei, thereby causing the misidentifications. A quality control strain of cryptococcus glabrata was tested with the phoenix yeast ID panel complaint lot and was correctly identified as cryptococcus glabrata. There were no other nonconformances related to this lot or issue. Trending for similar complaints was performed and no trends were identified. Batch history record review was satisfactory. Bd will continue to monitor for trends. (B)(4).

Event description:
A patient blood culture isolate was identified by the phoenix identification system as cryptococcus neoformans. Repeat subculture and phoenix testing from the blood culture media resulted in a second identification of candida krusei. The organism was later identified by pcr as candida glabrata. The misidentification resulted in a CT imaging of the head, a lumbar puncture, and a change in antimicrobial treatment for the patient.